Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include sharp instrument damage, stylet damage, tensile damage, and over-pressurization; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) of recq0446 showed fifteen other similar product complaint(s) from this lot number. The complaints for this lot number (recq0446) have been reported from two facilities in (B)(6).

Event description:
It was reported that a leak occurred at the tip end of the catheter. It is unknown what was being infused at the time of the reported leak but was described as "normal liquids". No patient harm or injury reported. The catheter was not removed. On (B)(6) 2018, sale rep feedback: leaked outside of the body. No skin damage occurred.